Manufacturer narrative:
The device was returned and evaluated. The alleged claim could not be duplicated.

Event description:
Dealer claims device jerked and then flipped with consumer in it.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer claims device flipped with consumer in it.